Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with shunt failure and underwent vascular access interventional therapy. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous cephalic vein. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated to 10 atmospheres (atm), 10 atm, 12 atm, 14 atm, and 14 atm respectively. However, during the fifth inflation, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.